Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (difficulties cannulating), patient's condition affected effectiveness of device (anatomy related; angulated aortic neck, 83 degree and narrow in diameter aorta), incorrect technique/procedure (user related; not follow the IFU for using system in an severely angulated aortic neck); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated aortic neck, 83 degree and narrow in diameter aorta), off ¿label, unapproved or contraindicated use (user related; not follow the IFU for using system in an severely angulated aortic neck).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck angulation was 83 degree, the distal aorta was narrow (14 mm) in diameter. The physician deployed the entire main body limb, per IFU, and then tried to cannulate without leaving a sheath close to the contra gate to protect ability to cannulate. The physician was unable to advance a guide wire or catheter, due to the iliac limb stent graft impeding the small diameter of the distal aorta. The physician attempted to snare the guide wire from the ipsilateral side but was unable to get the guide wire into area in aneurysm where the contra gate located. The physician elected to use an endurant aui device and occluder into the patient and perform a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.